Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) level was between 700-800 mg/dl with ketones. The customer went to the emergency room on 8/13/2025 and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.